Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Reference manufacturer report number 3005099803-2009-04330. It was initially reported to boston scientific corporation, that two wallflex colonic stents were used during a stenting procedure (pt age unk; however, over 18 years). According to the complainant, during the procedure, the first device failed to deploy and the handle bent. A second device was used with the same results. The procedure was completed with a third wallflex colonic stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine. This event has been deemed a reportable event based on the investigation results; handle detachment, partial deployment.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. A visual examination found that the outer sheath was retracted by approximately 25mm. The distal stent loops were partially deployed by approximately 9mm. A severe bend was noted in the stainless steel shaft. The handle of the device had detached from the outer sheath. The outer sheath was stretched in appearance for a distance of 130mm distal to its proximal end. It was not possible to retract the outer sheath by hand in order to deploy the stent. The shaft of the device was dissected at approximately 305mm proximal to the distal end. The stent was deployed distally. No anomalies were found on the deployed stent, the stent holder and jacket. Based on the results of the evaluation conducted and the details of the complaint, the most probable root cause is operational context due to anatomical/ procedural factors encountered during the procedure, where the performance was limited. (B)(4).